Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced an 'ac power disconnected' alarm while connected to power. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, the reported issue was duplicated, and an 'ac disconnected' error code was found in the device's error log. The ac power cord was tested with a multimeter and it was confirmed that a disconnection occurred within it. There was no issue with the appearance of the ac power cord, and it was determined that there was no danger to the user due to the disconnection. The service technician states that the ac power cord was replaced to resolve the issue. Final testing, battery check, valve check, run in testing, and cleaning was performed. The unit operated properly.